Event description:
Info received that the brakes would not hold. No injury reported.

Manufacturer narrative:
Technician found that the brakes would not hold due to damaged casters. Replaced the brake and steer casters to resolve this issue.